Event description:
It was reported that the device was explanted after an implant duration of at least 2 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Event description:
Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis of the mitral valve after extensive mitral valve plasty. It was also noted that there was regurgitation and dehiscence. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.